Manufacturer narrative:
(B)(4).

Event description:
A philips field service engineer (fse) noted that the device failed operational check at defibrillator test. There was no report of patient involvement.